Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 44 mg/dl; cause was not known. The customer experienced a seizure and was given glucagon injection and baqsimi nasal spray; and transported to the ER by paramedics. Additional dextrose fluids and saline was used at the ER. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. During troubleshooting with tandem technical support, the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.